Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had motor error. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting and 'the hrm task did not grant motor power in reasonable time' error was detected. The insulin pump will not be returned for the analysis.